Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, sensor error-sensor glucose not available/updating. The customer reported blood glucose value of 319 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-5120c1. The customer reported high blood glucose. The customer has been using the insulin pump system within 48hrs of reported high blood glucose event. The customer declined to continue with troubleshooting. The customer is reporting a discrepancy between sg and bg which is not within range. The sensor was already removed or may have no longer been responding to changes in glucose. Insulin delivery was suspended due to sensor glucose vs. Blood glucose difference. Blood glucose value from reported event was 319 mg/dl. The sensor glucose value from alarm history, which triggered the suspend on low/suspend before low event and the low limit in the sensor settings was 70 mg/dl. Sensor glucose and blood glucose difference is 249 mg/dl. No further patient complications were reported. Product return for mmt-5120c1 is not expected.